Event description:
Pt underwent elective an aortic valve replacement in 2004. About 4 months later pt returned to another hosp since they had fever for 4 weeks. A transthoracic echocardiography (tte) evidenced a paravalvular abscess. Pt was then transfered to the hosp where their initial surgery was performed. A tte confirmed a dehiscence of the aortic valve from the aortic graft and an abscess surrounding the valve. Pt thus underwent an aortic valve replacement. At surgery, an aortic root abscess was seen with 30cc of frank pus at the ascending aortic graft and suture dehiscence. Surgical specimens including the valve, the abscess and the graft were cultured and grew m. Fortuitum-chelonea complex. Pt was finally discharged at home with 6-weeks antibiotics treatment.